Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to closure indicator led was out and the insep magnet was missing in the drawer. A field service engineer replaced the latch insep magnet and reassembled the drawer to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation es system had a main drawer that was not detected as closed. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.